Event description:
Patient was hospitalized in 11/05 for a burst arterio-venous formation. The patient exhibited neruogenic fever during his stay in the neuro-ICU. The arctic sun temperature management system was applied to the patient in 11/05 to control the patient's temperature. In 05, the nursing staff noted a skin pressure point on the scapula under the device and dressed the area. The next day, the nursing staff noted that the skin on the thighs under the device were mottled with skin breakdown, which required debridement.